Event description:
The customer reported obtaining "cuvette not dry" errors from the unicel dxc 600 synchron system. The customer reviewed the patient results which were generated and noted that the instrument generated suppressed urea nitrogen (bun) and amino aspartate (ast) results due to "blank absorbance low" and "out of instrument range, low" errors. The customer stated that erroneously low results were also generated. The customer then observed a leak from the cartridge chemistry (cc) reagent probe b and noted that the cc reagent syringe was extremely loose. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and protective goggles at the time of the event and no injury or exposure was reported. Beckman coulter reviewed the provided patient data and noted that the instrument generated discrepant magnesium (mg), triglyceride (tg), and lactate dehydrogenase (ld) results for one (1) patient sample. No erroneous results were released out of the laboratory and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone. The cts directed the customer to verify if the reagent syringe was tight and the customer stated that the syringe was extremely easy to loosen. The customer evaluated the sample syringe but did not find an issue. The customer proceeded to replace the reagent syringe to resolve the issue. Failure mode of the event is attributed to a loose reagent syringe. A beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event as the customer was able to resolve the issue with the help of the cts over the telephone.